Event description:
It was reported the patient's spectra penile prosthesis revision occured. The reason for the revision was not provided. Additional information was requested and not obtained. No patient complications were reported in relation to this event.